Event description:
It was reported that the manual release cable keeps getting stuck in the power load arms. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation and repair. It was identified that this issue would only result in a loss of manual function, however cot function still operates electronically. This event would not be reportable. The catalog number, serial number, gtin number, manufacture date, and section h coding have been corrected.

Event description:
It was reported that the manual release cable keeps getting stuck in the power load arms. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.